Manufacturer narrative:
Other, other text: one cadd solis vip pump was received to investigate the reported bad dso sensor. The pump was received with a dso seal bubble. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log either, but there was a high alarm display and a cassette not attached properly alarm. A cassette was latched and a dso sensor check was performed to investigate the reported event and the issue was confirmed. The problem was determined to be due to an electrical open. The dso sensor was replaced. H6) customer provided additional information stating that there was no patient involvement.

Event description:
Information was received that this smiths medical cadd solis vip pump had bad downstream occlusion sensor and did not occluded. No adverse effects were reported.